Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker triggered an alert for high impedances greater than 2500 ohms. The rv lead is from another manufacturer. The first time this alert was triggered was at the beginning of july and it occurred about 3 more times, since then. Rv threshold appeared to be increasing and intermittent. There were no episodes of noise. The health care professional (hcp) was not able to reproduce the high impedance in clinic. Technical services suggested to complete lead testing. A cause was not determined and the patient will continue to be monitored. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. The evaluation conclusion code was updated.

Event description:
It was reported that the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for high impedances greater than 2500 ohms. The rv lead is from another manufacturer. The first time this alert was triggered was at the beginning on (B)(6) and it occurred about 3 more times, since then. Rv threshold appeared to be increasing and intermittent. There were no episodes of noise. The health care professional (hcp) was not able to reproduce the high impedance in clinic. Technical services suggested to complete lead testing. A cause was not determined and the patient will continue to be monitored. No adverse patient effects were reported. At this time, the crt-d was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker triggered an alert for high impedances greater than 2500 ohms. The rv lead is from another manufacturer. The first time this alert was triggered was at the beginning of (B)(6) and it occurred about 3 more times, since then. Rv threshold appeared to be increasing and intermittent. There were no episodes of noise. The health care professional (hcp) was not able to reproduce the high impedance in clinic. Technical services suggested to complete lead testing. A cause was not determined and the patient will continue to be monitored. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.